Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implant procedure, the lens was jammed in cartridge while trying to implant into patient. The backup lens was implanted successfully. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in a.1., a3.a and d.10. The manufacturer internal reference number is: (B)(4).